Event description:
The lay user/pt contacted lifescan (lfs) affiliate on 10/16/06 and alleged that her one touch ultra test strips were discolored. Lfs affiliate was unable to reach the pt to obtain/verify info. Based on the initial info provided, the pt had received an error 2 message as well. She went to the dr to check her blood glucose after experiencing high blood glucose symptoms (tired, fatigue, low energy, and dry mouth) after being unable to test on the subject meter. The result on the dr's meter was 15.2 mmol/l (274 mg/dl). The dr did not administer any treatment. At the time of troubleshooting, the pt stated the confirmation window was faded and looked scratched up. It would be helpful to know when the pt had opened the vial with the subject strips, when the symptoms started, if she attempted to test prior to experiencing the symptoms and if she took/witheld any diabetes medications since she was not able to test. Her diabetes medication regimen was also not provided and it is not known how long she was not able to test her blood glucose. This complaint is reported because the pt alleged that the test strips were discolored and gave her an error 2 message. Since she was experiencing symptoms and was not able to test her blood glucose, she visited her dr and the dr's meter reflected hyperglycemia, which correlated with her symptoms. Replacement test strips were sent to the lay user/pt.